Manufacturer narrative:
Device was not returned for evaluation. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed.

Event description:
The date the incident occurred is unknown. The source of the complaint was via (B)(6), the patient alleges a " toxic reaction and was severely injured." Additional information was requested without results. This is being reported in an abundance of caution, as the extent of the injury and outcome are unknown.